Manufacturer narrative:
A ge service representative performed an onsite investigation. The fuses were checked and the interconnect cable was identified to have issues. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.

Event description:
The customer reported that the "monitor of the image intensifier would not power up". No pt injury was reported.